Event description:
The customer alleged that the dreamstation auto CPAP device had emitted black smoke. There were no reports of harm or medical intervention. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.